Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for a week due to the reported event. The treatment for the peritonitis was an unspecified antibiotic (dose, route and frequency not reported). The patient had recovered from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set, while (B)(4) addresses the minicap report and (B)(4) addresses the apd set with cassette report for this patient.